Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and degenerative disc disease. The drug, dose, and concentration were unknown. It was reported that the patient told the hcp that the pump ¿did not work anymore¿. The hcp did not know what this meant. The patient was having an MRI, and the MRI was not due to a problem with the device or therapy. There were no symptoms reported. The event date was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.